Manufacturer narrative:
The reported issue that the etco2 module was not reading correctly was not confirmed. Log analysis shows the etco2 module had the upper etco2 limit set at 60 mmhg on the reported incident date (B)(6) 2019. The etco2 module had alarmed four times for detected etco2 having breached the upper limit. The first event was recorded at 11:37am. Three additional alarm events were recorded, once at 11:39am and twice at 11:40am. The audio was silenced within a few seconds after the alarms occurred. In addition to having high etco2 alarms, the module had alarmed for detected low rr five times. The first event was recorded at 11:39am. An event was recorded at 11:40am simultaneously with an etco2 high alarm. The three other events were recorded at 11:43am, 12:40pm and 12:46pm. Two of the low rr alarm events had induced the pca pause protocol at 11:44am and 12:40pm. The etco2 module passed all functional test requirements which included co2 accuracy measuring. The root cause for the customer¿s report that the etco2 module was not reading correctly could not be identified.

Event description:
It was reported that the etco2 module was not reading correctly while stating that the end-tidal gas reading was ranging between 25-48. The patient required further testing to include abgs to further evaluate respiratory status and level of consciousness and found the end-tidal to be in the 60's. Based on the lab results, the patient was placed onto bipap in the recovery room. The customer further stated that if the nurse had not recognized the etco2 failure, the patient may have required to be intubated. The devices were sequestered and biomed performed preventative maintenance and found that the devices passed and were within specifications.

Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed. The customer stated that the patient was and adult female.

Event description:
It was reported that the etco2 module was not reading correctly while stating that the end-tidal gas reading was ranging between 25-48. The patient required further testing to include abgs to further evaluate respiratory status and level of consciousness and found the end-tidal to be in the 60's. Based on the lab results, the patient was placed onto bipap in the recovery room. The customer further stated that if the nurse had not recognized the etco2 failure, the patient may have required to be intubated. The devices were sequestered and biomed performed preventative maintenance and found that the devices passed and were within specifications.